Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, following a soft neuro tissue ablation of the left basal temporal (fusiform gyrus) near the skull base, a facial nerve palsy where visualization became difficult was observed. It was noted that the original procedure was completed on (B)(6) 2016. There was no reported allegation of deficiency or contribution of the adverse event from the ablation system. No additional information was provided. Medtronic received information that the palsy was directly related to the ablation system though no malfunction of the system had occurred.